Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the silicone segment separated from upper fitment and leaked after the infusion was started. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set came apart and subsequently leaked was confirmed. The set was received separated at the engagement between the silicone tubing segment and the upper fitment. Inspection under magnification did not reveal any tears in the silicone segment. No crush marks or other anomalies were observed. The retainer ring that should be present at the engagement between the silicone segment and the upper fitment was missing on the set, but was received with the sample. Impressions were observed on the proximal end of the silicon segment indicating that the retainer ring had previously been in place. The root cause of the separation was determined to be a manufacturing issue from the pumping segment assembly machine cycle time being interrupted.